Event description:
A cgm error 42 was reported by the caller, indicating an issue with their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, after which the cgm error code did not reappear, allowing the caller to successfully start their sensor session.